Manufacturer narrative:
Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports unexpected positive reactions (igg and control wells of the cassette) with albacyte® c3 coated red blood cells product z482u lot v269080 (expiry 26feb24) during a cat testing despite the product is for tube use only (off label use). The c3 coated red blood cells were converted to (B)(4) cell suspension and tested in grifols gel card.

Manufacturer narrative:
Alba biosicence reference number of this file is (B)(4).